Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a motor error alarm. The customer reported that the insulin pump was delivering insulin incorrectly. The customer's blood glucose was 30.1 mmol/l at the time of incident. The insulin pump will be returned for analysis.